Event description:
It was reported that during a low anterior resection procedure, at the distal line of transaction, the stapler was fired and only the blade advanced and no staples were fired. The tissue was cut but not stapled. Unknown how case was completed. There were no adverse consequences for the patient.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 90% stenosed, de novo lesion was located in a moderately tortuous and severely calcified left common iliac (cia) artery. The physician advanced the 7.0mm x 40cm sterling monorail balloon catheter for pre-dilation. On the first inflation the balloon was eventually inflated to 7atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a fully fired cartridge present, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).